Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is blood in the inflation lumen and balloon. There is a pinhole at the markerband. There are numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 85% stenosed,11x1.5mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.